Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "a drill bit fractured during orif for a distal radius fracture. A fragment temporarily become lodged in the patient's bone but was promptly removed. The operation was completed without further incident."

Manufacturer narrative:
The reported event could not be confirmed since the affected device was not returned and no other evidence was shared for evaluation. A device inspection was not possible since the affected device was not returned. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labelling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the issue. If the device is received, or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "a drill bit fractured during orif for a distal radius fracture. A fragment temporarily become lodged in the patient's bone but was promptly removed. The operation was completed without further incident.".